Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin,1 sample exhibited poor barrier separation upon sample processing. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary : bd had not received any samples for investigation. Complaints for sample quality were not under statistical control for the month of march 2025, additional testing may be required no further testing can be completed as lot number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin,1 sample exhibited poor barrier separation upon sample processing. There was no health impact or consequences reported.